Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening on the radius side assessed as unidentified ( tear) opening. (Shell thickness was within specification). No additional observation. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Visual analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.